Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The 3.00 x 30 mm trek rx referenced was filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. The reported difficult to remove and the reported kink were able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the trek rx balloon dilatation catheter as the devices were attempted to be removed resulted in the noted stretched and bunched inner and outer member damages to the trek rx balloon dilatation catheter; thus resulting in the reported difficulty to remove the guide wire. Manipulation of devices resulted in the reported/noted multiple kinks and bends further contributing to the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a previously stented lesion in the left anterior descending coronary artery. A 3.00 x 30 mm trek rx balloon dilatation catheter (bdc) was advanced with resistance from the lesion. The balloon of the bdc was inflated twice to 12 atmospheres. There were no reported problems with inflation or deflation of the balloon. On attempted removal of the bdc, resistance with an unknown guide wire was met and the bdc and guide wire were removed from the anatomy together as a single unit. Outside of the anatomy, the balloon was noted to be ruptured and appeared to have separated from the shaft of the bdc. Nothing remained in the patient anatomy and an additional wire was advanced to successfully continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Returned goods analysis identified the used guide wire as a whisper wire. The guide wire was kinked and blocked within the trek rx bdc. The account confirmed that the kinks likely occurred during the procedure. No additional information was provided.